Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as itchy burn like welt that began to bleed. The patient¿s physician prescribed medication for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.